Manufacturer narrative:
Upon further investigation of one of the devices, it was found that the device was experiencing an inoperable/intermittent control function, but alternate controls can be used to operate bed, and status indictors malfunctioning, but still observable, which are not reportable issues.

Event description:
This report summarizes 17 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 devices were inspected in the field but the issue was confirmed; however, no defect or malfunction was found. The issue was the result of use error as the scale was not properly zeroed before use. 7 devices were not inspected, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.